Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. This MDR includes all pt, event and device information davol has received to date. We have contacted the initial reporter to request additional information. No lot number has been provided therefore a review of the manufacturing records is not possible. The pt¿s attorney did not specifically allege that the mesh had been explanted however there is indication that the device was disposed of by the user facility. The information provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt¿s attorney: on (B)(6) 2011¿incisional hernia repair with composix e/x mesh. On (B)(6) 2012¿upon examination intestinal bulging was noted. On (B)(6) 2012¿incisional hernia repair with composix kugel mesh. The pt attorney alleges recurrence.